Manufacturer narrative:
Corrected: h11. This report is being supplemented to provide a correction to a previously submitted report. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information rec from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, a definitive root cause of the observed crack in the device light guide lens could not be determined, however, the issue was likely the result of user handling, such as a mechanical shock. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the duodenovideoscope exhibited a crack in the light guide lens. There was no patient involvement, and no harm reported as a result of the event.